Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had issues pulling air in the reservoir and thinks that the needle might be damaged. The customer's blood glucose was unknown at the time of incident. The customer stated that the reservoir was already discarded. The reservoir will be replaced and will not be returned for analysis.